Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set leakage at site event on 15-jun-2024. The infusion set was in use for 2 days. No further information available

Manufacturer narrative:
E1: (B)(6). Patient country: united states.